Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and defibrillation lead were explanted due to a patient infection. It was also reported that this patient had other health issues and the infection was not device related nor thought to be coming from the pocket. No further adverse patient effects were reported. A new device might be implanted after the patient has a chance to heal. The patient has been placed in a defibrillation vest.

Manufacturer narrative:
It was reported that the lead will not be returned, however the device would be coming back. Should additional information become available, this event will be updated.